Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was receiving prialt of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and paraplegia. It was reported that the patient had an open MRI on (B)(6) 2016 at 2:30 pm and then left the facility at 3:00 pm. It was noted as having been unknown if the MRI performed was due to a suspected problem with their device or therapy. It was further noted that the patient was undergoing the MRI because they were still experiencing continued pain. They wanted to see if there was another drug that could help more with the pain or if there was maybe a different spine surgery/fusion/ dorsal rhizotomy that could help so the patient was to see another surgeon about that. A motor stall occurred on (B)(6) 2016 due to the MRI. Ten minutes ago the pump alarm tone changed to 3 beeps as per the patient. The patient was hearing a critical alarm sound from their pump every 10 minutes. The patient¿s physician was 2 hours away and the MRI was performed where patient lived so the pump status had not yet been confirmed post MRI. As of the evening of (B)(6) 2016 the alarm had stopped and the patient had no current change or worsening symptoms. The patient was described as being on a fairly low dose of prialt; the exact drug/dosing info was not available. The following additional info rmation has been requested which was not available at the time of this report: troubleshooting performed and results, results of MRI, and actions/interventions taken to resolve the event. If additional information is received, a follow-up report will be submitted.